Event description:
A customer reported that during vitrectomy surgery, a system message displayed and would not clear. A second system was used to complete the surgery. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer's report of system message (sm) "red stop sign", however the sm was noted in the system's event log. The company representative replaced the supervisor assembly due to residue found on the printed circuit board (pcb). He also repaired the laser footswitch connector and replaced the missing batteries in the remote control. The system was then tested and met product specifications. The supervisor assembly was returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).